Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sigma resection procedure, the surgeon wanted to open the stapler after settling the sigma, but that was not possible. All functions such as de-corner it and pressing the red emergency button were not possible. Then have below the echelon with an endo gia of cv again dropped off so that the stapler could be recovered. No patient harm reported nor significant delay.

Manufacturer narrative:
(B)(4). Batch # r57141. Device evaluation: an ec60a device was received for analysis with the knife near the distal end of the end-effector (not all the way to the end of the third firing stroke). The knife return switch is actuated approximately ½ way and cannot be further actuated, the closure trigger is clamped and cannot be unclamped, and the firing trigger is free and can be actuated the full range but the knife does not move in a forward or reverse direction. A CT scan was taken to investigate the root cause and it showed that a press-pin in the handle had broken off. The press-pin remnant was found lodged between the return rocker and the assembled frame-a/frame-b components. This lodged press-pin remnant is limiting the movement of the return rocker and preventing it from fully activating the return mechanism. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.